Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's heart rate was in the 30s and 40s. The patient was concerned that the device was "not working right." The clinic was unable to confirm the device function since the patient has never followed up in the office since the implant. The device remains in use. No further patient complications have been reported as a result of this event.